Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 01/30/2026, the patient began experiencing vomiting. During this time, the parent observed that the patient¿s cgm was providing inaccurate and erratic readings. A comparison showed the cgm reading 200 mg/dl while the bg meter reading was 400 mg/dl. A few minutes later, another comparison showed the cgm at 300 mg/dl and the bg meter at 500 mg/dl. Due to the inconsistent glucose readings and the patient¿s symptoms, the father took the patient to children¿s hospital , where the patient was diagnosed with diabetic ketoacidosis (dka). Treatment included insulin injections and IV fluids. The patient remained hospitalized for nearly three days and was discharged on (B)(6) 2026. At the time of the report, the patient was reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.